Manufacturer narrative:
Serial number of the device was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that, during log file review by a representative of the manufacturer¿s technical service, no external power events were observed while the lvad was supported by the mobile power unit (mpu). Log file analysis revealed odd strings of supplied voltages with no external power intermittently occurring in-between. Power returned within specification. Per technical services this could have been caused by the power cord of the mpu coming loose at the mpu or the wall outlet. During these events the system controller¿s internal backup battery provided power to the pump as designed.

Manufacturer narrative:
Although the evaluation of the submitted log files confirmed low power hazard and no external power events on (B)(6) 2018, a specific cause for these events could not be conclusively determined through this evaluation. The submitted system controller event log file captured a sequence of low power hazard and no external power alarms on (B)(6) 2018 from 02:04:07 am through 02:04:23 am. Further sequences of low power hazard alarms were observed from 02:04:32 am through 02:04:35 am and 02:05:07 am through 02:05:09 am. The associated voltage values indicate that these events appeared consistent with a loss of power to the mobile power unit (mpu). This could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet, or loss of power to the home. The system controller's backup battery supplied power to the pump during this event as designed. No other unusual events were observed in the log file. The pump appeared to have functioned as intended throughout the duration of the data. The mpu was not returned for investigation. Multiple requests for additional information regarding the event, including the mpu serial number, were issued to the customer; however, no further information has been provided to this date. The manufacturer is closing the file on this event.